Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2021 at 3:00am the customer obtained a blood glucose result of 462 mg/dl. The user attempted to self-treat and administered a correction bolus (the number of units were unknown), however blood glucose did not decrease. He then administered 4.0 more insulin units with an insulin pen, but was suffering from hyperglycemia, so he went to the hospital. Upon arrival at the hospital, the customer's blood glucose was 260 mg/dl. The hospital treated the patient with a continuous drop and was given medication for nausea. The customer's sister said she tested the pump by administering 8.0 units of insulin while the pump was not connected to the customer, and alleged that no insulin came from the cannula. At the time of the report the customer was home and stable. It is unknown how long the customer was hospitalized.